Event description:
It was reported that the purewick had disconnected and the suction tubing was suctioned to patient's lower abdomen or pubic rami area and had caused a blister. It was discussed that why this might of happened, the suction tubing had pulled apart from the purewick might be due to tension on it or not connected correctly or the patient might have dislodged the connection during sleep and advised patient to put a hydrocolloid dressing over the blister to protect and prevent any further friction to the skin, ensured that the purewick and tubing were securely attached and ensured that the bed was lowered to prevent any pulling on the tubing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. It is unknown whether the device had meet relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be operator or equipment error. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the purewick female external catheter ifus are found to be adequate based on past reviews. Correction: b,h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the purewick had disconnected and the suction tubing was suctioned to patient's lower abdomen or pubic rami area and had caused a blister. It was discussed that why this might of happened, the suction tubing had pulled apart from the purewick might be due to tension on it or not connected correctly or the patient might have dislodged the connection during sleep and advised patient to put a hydrocolloid dressing over the blister to protect and prevent any further friction to the skin, ensured that the purewick and tubing were securely attached and ensured that the bed was lowered to prevent any pulling on the tubing. Per follow up via ibc on 16feb2021, it was not reported if any ointment was used on the blister, it was just advised that a hydrocolloid dressing was placed on it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick had disconnected and the suction tubing was suctioned to patient's lower abdomen or pubic rami area and had caused a blister. Discussed why this might of happened, the suction tubing had pulled apart from the purewick might be due to tension on it or not connected correctly or the patient might have dislodged the connection during sleep. Advised patient to put a hydrocolloid dressing over the blister to protect and prevent any further friction to the skin, ensure that the purewick and tubing were securely attached and ensure that the bed was lowered to prevent any pulling on the tubing.